Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: there were unexplained pump reboot events observed in the pump's black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to attach to the pump. Corrosion was observed in the battery compartment. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no power interruptions duplicated. There was no further evidence of moisture in the pump. The display screen was dim and discolored.

Manufacturer narrative:
Follow up # 2 date of submission 1/05/2017 ¿ correction to serial number